Event description:
Patient reported that the expiration date printed on the strip vial did not match the expiration date printed on the strip's packaging. A request was made for the return of the suspect product an replacement product was sent.